Event description:
It was reported that removal difficulties and shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated, a 2.75mm x 38mm promus element plus drug-eluting stent was advanced for treatment. However, the device was stuck in the vessel and could not be withdrawn or cross the lesion. After several attempts to withdraw the stent, the shaft of the stent was fractured. A non-bsc forceps was used to pull the device as a trial to pull the whole system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found two kinks at 50 and 105 cm distal to the distal end of strain relief. This type of damages most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties and shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated, a 2.75mm x 38mm promus element plus drug-eluting stent was advanced for treatment. However, the device was stuck in the vessel and could not be withdrawn or cross the lesion. After several attempts to withdraw the stent, the shaft of the stent was fractured. A non-bsc forceps was used to pull the device as a trial to pull the whole system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.